Manufacturer narrative:
Product analysis: analysis was able to confirm the customer complaint that the lcd was bleeding. Both wires on the lcd were pinched. The hanger was difficult to remove. The upper case was contaminated. The display frame boss was damaged. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) liquid crystal display (lcd) had defective pixels. The epg was returned for analysis. There was no patient involvement.